Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2019. No additional event or patient information is available. Data was received but does not reflect the full investigation window. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined. The reported allegation falls within the "d" zone of the parkes error grid.